Event description:
Reporter stated that 2004, pt experienced high blood glucose ("hi"). Reporter indicated that pt was very pale, dizzy, and feeling ill. Reporter provided pt with insulin, via injection, and transported pt to the hosp, for additional treatment. Upon arrival at the hosp, pt's blood glucose measured >500 mg/dl, and pt was diagnosed with diabetic ketoacidosis. Pt was treated with IV fluids, and an insulin drip. Reporter did nor provide pt's date of release.